Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 78-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was identified as scai shock stage e. During support, continuous bleeding was noted from the impella site. The physician made the decision to place a femstop above the impella site for slight pressure and hemostasis, and discussed the associated risks. Hemostasis was achieved after femstop application. Care was subsequently withdrawn, and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e.